Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 33mm watchman laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. It was reported at an unknown date post procedure the patient experienced a cerebral vascular accident. The patient received treatment and has since fully recovered from this event with no residual deficits.